Event description:
It was reported that the user experienced persistent occlusion alerts on an ilet system with an infusion set, and insulin delivery had been resumed by the user prior to contacting support, with blood glucose around 180 mg/dl. Customer care provided assistance that included guided a complete supply change process with the user. Investigation of this case revealed an infusion set occlusion that resolved after replacing supplies, consistent with an occlusion-related insulin delivery interruption at the infusion set. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the alert and restoration of insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to disposable components, mitigated by replacing the set and associated supplies.